Event description:
It was reported that the user experienced sustained high blood glucose of 401 mg/dl with an occlusion alert on the ilet pump, which cleared after changing supplies, followed by persistent hyperglycemia attributed by the user to infusion into scar tissue; the issue resolved after replacing the contact detach infusion set and relocating the site. Customer care provided support that included infusion set change guidance, site relocation away from suspected scar tissue, and follow-up monitoring. Investigation of this case revealed an insulin delivery occlusion related to the infusion set/site that was resolved only after supply change and proper site selection. No clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and return of blood glucose to range. It was concluded, based on previously established findings for similar reports, that the cause was infusion site occlusion due to tissue factors, mitigated by infusion set replacement and site change.